Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the hub on the extension set cracked and leaked was confirmed. Visual inspection of the set showed that the female luer had a vertical hair line crack that measured 0.4986 inches long. The luer was inspected under magnification and no stress marks were noted. Functional testing confirmed fluid flowing through the crack. The cause of the leak was identified as a crack on the female luer. The root cause of the crack was not identified.

Event description:
The customer reported that the hub on the extension set cracked and leaked antibiotic fluid. The medication was re-administered and additional labs were drawn for peak and trough gentamycin levels. There was no harm to the patient.